Event description:
On (B)(6) 2009, the pt reported that the piston rod of his infusion device would not completely retract and he received an e10 (cartridge) error yesterday. He switched to his backup infusion device using the same battery and he had no further issues. He stated that the plunger of the insulin cartridge became stuck to the piston rod of the primary infusion device previously and it is possible that the insulin may have been spilled in the cartridge compartment. He stated he never actually saw insulin in the cartridge compartment. He stated that he had not been attaching the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. He was educated on the proper procedure. To troubleshoot, the pt inserted a new battery into the primary infusion device. He successfully retracted the piston rod but he stated it made an "irregular" and "funny sound." He stated he was concerned about the accuracy of insulin delivery due to the irregular sound and frequent error messages during piston rod retraction. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.